Event description:
During right radical nephrectomy, the physicians used an articulating vascular linear cutter. The stapler was fired, but the stapler did not fire. The md unlocked the stapler at this time and the stapler cartridge fell out into the abdomen.